Event description:
Healthcare professional reported right "rupture of a breast expander". Healthcare professional additionally reported ¿remained implanted for well over the expected time of 6 - 9 / 12 months¿. Device has been explanted.

Event description:
Healthcare professional reported ¿remained implanted for well over the expected time of 6 - 9 / 12 months¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of a breast expander".

Event description:
Healthcare professional reported right "rupture of a breast expander". Device has been explanted.